Manufacturer narrative:
Product event summary: it was determined at analysis that the external pulse generator (epg) output connector assembly was broken, the upper case was broken, the display wires were pinched and the insulated was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventative maintenance and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.